Event description:
Event reported to dist by re-seller. On 7/10/1998. Re-seller reports that the client (owner) claims he was riding his chair through a hotel lobby when it suddenly stopped and threw him out. Client hit his head and was taken to the hosp for stitches. Client had his re-seller check chair, but no problem was found. Electronic's were replaced and old units held by re-seller per clients instructions. Re-seller noted cuts and scrapes in wiring to control panel.